Event description:
The surgeon reported to the stryker sales representative that the patient was having slight post operative "complications" such as irritation. The surgeon reported that the implant was removed and the patient is doing fine.

Manufacturer narrative:
A review of the device history records for (B)(4) was conducted and all specification and test criteria were within the medpor implant specification. Device not returned.